Event description:
According to patient caregiver,t he device was in use for infusion with patient. After use the product was removed and a portion of the cannula was found to have broken off. This portion of the cannula remained in patient's skin. According to reporter,t he patient was brought to hospital care when the cannula portion was removed via a small skin incision. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.